Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2018) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019 - patient was diagnosed for bilateral recurrent inguinal hernias thereby underwent open repair with implant of two perfix plug (left - device #1 & right - device #2). Per op notes, "for left inguinal defect, a perfix plug (left - device #1) was placed and sutured. For right inguinal hernia defect, a perfix plug (right - device #2) was placed and sutured." (B)(6) 2019 - patient was diagnosed for bilateral recurrent inguinal hernias, mesh migration thereby underwent robotic assisted laparoscopic repair with explant of perfix plug (right - device #2) and implant of 3dmax mesh (right - device #3 & left - device #4). Per op notes, "in right side, the adhered mesh (device #2) migrated was dissected and removed entirely. A 3dmax mesh (right - device #3) was placed and tacked. In left side, the defect was reduced and a 3dmax mesh (left - device #3) was placed and tacked."